Event description:
Complainant alleged that while attempting to cardiovert a pt, the device displayed "pacer fault 116" and "defib disabled" messages. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.